Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that patient experienced inflammation suggestive of toxic anterior segment syndrome, fibrin, and 2+ cells in anterior chamber. Patient had white eyes without pain and resolved with steroids. Additional information has been requested, received and stated that following an intraocular lens (iol) implant procedure, during the first post-op day, the patient had 2+ cells and fibrin in anterior chamber and vitreous cells. The patient was sent to retina consultant to rule of endophthalmitis. The diagnosis was unknown. There were no signs of pain, corneal edema, fixed or dilating pupil or lid swelling. Topical medication adjustment was done. This report is associated with multiple complaints. This file is 1 of 3.

Event description:
Additional information has been received, reporting that the inflammation was likely related to lidocaine/epi mixture compounded at surgicenter by new staff that used preserved lidocaine, there is nothing to do with the intraocular lens (iol).

Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury. No further reports will be submitted. The manufacturer internal reference number is: (B)(4).